Event description:
Pt underwent a lumbar disc surgery (level unknown). Adcon was administered intraoperatively. Three to seven days post-operatively, the pt developed pain. Upon reoperation, a tiny dural nick was observed along the midline. The physician speculated that the lesions had been previously undetected.